Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the suture anchor.

Event description:
It was reported on 8/24/2021 by a distributor rep that on (B)(6) 2021 two peek knotless suturetak suture anchors were being used in a case. During use, both anchors failed and did not work. No further information, additional details requested. Additional information provided 8/27/2021: procedure being performed was an ankle instability repair. The tunnel was not made correctly prior to the insertion of the anchors so when pulling the sutures, the placement of the anchors was loose. The tunnels were prepared with a shaver drill for 3.0 mm knotless suturetak, hard bone ar 1938dsr. The procedure was completed with an ar-1915snf.